Event description:
It was reported that noise was observed. Externalized conductors are suspected. The lead was capped and replaced. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.